Event description:
Aaa repair was planned for a (B)(6) male pt, but he underwent emergency repair due to aaa rupture on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled except releasing the suprarenal stent before contralateral limb cannulation. The procedure consisted of placement of a mainbody and two iliac leg grafts, and completed with no endoleaks. On (B)(6) 2011, the pt became anemic and proximal type I endoleak was confirmed by CT angiography. On (B)(6) 2011, the physician additionally placed a body extension from the left femoral following ballooning the placed mainbody using coda balloon. Minor leak persisted, but he decided to take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by reporter and no images will be provided to assist in this investigation. Add'l info provided on (B)(6) 2011: at the f/u on (B)(6) 2011, the physician confirmed that the leak was gone.

Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The pt presented emergently with aaa rupture on (B)(6) 2011. The procedure was performed without issue. CT on (B)(6) 2011 revealed a type ia endoleak and a main body extension was placed the next day. The endoleak was reduced but persisted. The physician decided to take a wait-and-see approach. F/u on (B)(6) 2011 revealed the endoleak was gone. Imaging and anatomical determinants were not returned. The etiology of the endoleak is unk. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.